Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The pump was not returned for investigation. The total case run time was eight minutes without any purge-related abnormalities. Data logs showed several suction alarms with low pump flow. A 'purge system open' alarm appeared during the case start. There was no trend noted in motor current spikes or placement signals. According to clinical records, the 'purge system open' alarm was resolved within three minutes without any visible leaks observed. The pump was replaced after a reported low pump flow. The cause of the low pump flow issue was not determined since the product was not returned and sufficient clinical information was not provided. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4440, 2199 and 4627 were reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Event description:
The complainant reported that upon initiation of impella cp support the purge pressure low alarm was present during ramp up. Purge tubing, connections, cassette, and disk were investigated from spike to red plug without identified leak. Alarm resolved approximately 1min from initiation of support. Around 3min into support, impella flows dropped. Due to suspected clot, impella pump was removed and investigated for clot with no thrombus visualized. Echo - echocardiogram (ultrasound) from day prior also revealed no left ventricle (lv) thrombus present. A decision was made to proceed with a new pump. Impella cp was successfully inserted. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿